Event description:
It was reported that the left caster wheel on the m91r power chair fell off. She states that the service company states when he was taking them off the technician had a hard time getting the wheel to come off, the right wheel is pulling the chair and the left caster wheel came off.